Manufacturer narrative:
Patient was the initial reporter (not the friend/family member). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s device was not working properly. It was reported that the patient was in major pain since (B)(6)2018. The patient wanted to meet with their healthcare provider (hcp) to have their ins checked. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s device was not working properly. It was reported that the patient was in major pain since (B)(6) 2018. The patient wanted to meet with their healthcare provider (hcp) to have their ins checked. No symptoms or complications were reported.